Event description:
The smart control, iliac 8x40ml stent was placed in the patient due to cholesterol blockage in 2009. The patient was recently experiencing severe left knee cap pain that radiated to his groin, his physician recommended a follow-up test. MRI showed that his smart control stent had fractured and he had subsequent blood clots. Patient has been on continuous plavix therapy since receiving his implant.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
A smart control stent was placed in the patient due to cholesterol blockage in 2009. The patient was recently experiencing severe left knee cap pain that radiated to his groin; his physician recommended a follow-up test. MRI showed that his smart control stent had fractured. It was also noted that the patient had subsequent blood clots. Patient has been on continuous plavix therapy since receiving his implant. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14080183 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. Stenting in chronic occlusion represents an increased risk factor for fracture. Fractures of stents placed in iliac arteries rarely affect patency. The iliac vessels are prone to and undergo biomechanical forces such as flexion during movement. Iliac artery conformation, particularly external iliac artery (eia), is changed by bending of the hip joint, so stents placed in iliac arteries could be mechanically stressed. Several mechanisms must be considered for stent fracture in the iliac artery. It has been reported that the iliac artery, particularly eia, is exposed to flexion by bending the hip joint, which seems likely to be associated with stent fracture in iliac arteries. In this study, stent fracture was detected in cia as well as eia. Fracture of stent placed in cia might be affected by the complex motion introduced by the spine in addition to the hip movements. Another cause of stent fracture may be internal stress on the structure. A significant amount of internal stress is considered to be transmitted to the stent material as a result of pulsatile flow. However, whether the iliac artery can be affected by pulsatile blood flow as in great vessels has not been established. Nitinol stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.